Event description:
In 2001 the end-user called medtronic minimed, USA and stated that the tubing had detached from the luer lock. On 4/17/02 maersk medical a/s rec'd the complaint and 1 used tubing. The near-incident took place in USA.